Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and also had no delivery alarm. The customer¿s current blood glucose level was 400 mg/dl. The customer stated that they had no delivery alarms during bolus and basal. It was reported that they had fix prime and failed had no delivery after 3units. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.